Event description:
It was reported that the patient reported to the hospital due to dizziness. On interrogation it was noted that a high impedance alert had triggered the previous day. The impedance issue was not able to be replicated, however, noise was seen on the electrocardiogram when the patient¿s arms were raised. ¿extended pacing¿ was observed during positional changes and during surgical preparation while the patient was lying down. Fracture was suspected but was not able to be detected on x-ray. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Distal conductor continuity test result failed. Concomitant products: 5554-53 implantable pacing lead: (B)(6) 2011. (B)(4).